Event description:
According to the event description: "the patient is intubated and is receiving propofol 20 mg/ml at 10 ml/h as a sedative. We changed the tubing in the infusion pump. Initially, the infusion pump gave an alert "no drops" even though the tubing was correctly installed and the drip chamber was in place. We opened the lid and removed the tubing. The part of the tubing that goes into the machine was completely flattened. We replaced it with a new tube, which started delivering the medication without issues until after about an hour, the pump alerted that the drip rate was too low. At that point, we noticed that the medication bottle was empty. The infusion rate was set to 10 ml/h, and the bottle volume was 50 ml, so it should not have emptied in less than an hour."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: the infusion started on (B)(6) 2025 at 18:13:25 with a rate of 10 ml/h. However, it was then stopped because no drops were detected. On (B)(6) 2025 at 18:16:41, #no drops# was activated, and the infusion was restarted. On (B)(6) 2025 at 18:17:08, the infusion was started again, interrupted again with a flow alarm at 18:18:10, restarted at 18:18:38 after confirmation of the alarm, stopped again at 18:25:13 with a no-drops alarm and at 18:27:16 with a too-few-drops alarm. At (B)(6) 2025, 18:31:40, the pump was fitted with a new set and restarted. This was followed by another #pressure alarm# (on) at (B)(6) 2025, 18:32:57 and a #too few drops# alarm at 19:07:42. The actual volume infused was 8.62 ml. Then the pump was switched off. No abnormalities were found in the history log. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,18% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within specification. No product deviation. Additional information: no abnormalities were detected in the infusomat space line sets supplied. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.